Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was found bent before use. The following information was provided by the initial reporter: "bent plunger."

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was found bent before use. The following information was provided by the initial reporter: "bent plunger."

Manufacturer narrative:
Investigation summary: two photos were provided. The plunger rod- rubber stopper is pulled up passing the barrel retaining ring. There is some separation of the stopper and plunger rod that was most likely induced when pulling the plunger rod out of the barrel.this condition is not representative of the manufacturing process. The plunger rod itself doesn¿t appear to show any damage or deformation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.